Manufacturer narrative:
As reported, the balloon of an unknown mynxgrip vascular closure device (vcd) would not deflate. There was no reported patient injury. The intended procedure was a right heart catheterization with venous access/closure. The device was pulled out of the patient and there was no bleeding. Hemostasis was achieved with manual pressure which was done for less than 30 minutes. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿balloon failure to deflate¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deflate experienced could not be determined. Based on the limited information available for review, it is not possible to determine what may have contributed to the failure to deflate reported. It¿s possible that the issue could be due to use of a viscous contrast solution, or a high contrast to saline ratio solution to inflate the balloon. The mynxgrip¿s instructions for use (IFU), which is not intended as a mitigation, instructs users to fill the syringe with 2 to 3 ml of sterile saline, and to inflation the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. It should be noted that viscous contrast solution might cause a difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of an unknown mynxgrip vascular closure device (vcd) would not deflate. There was no reported patient injury. The intended procedure was a right heart catheterization with venous access/closure. The device was pulled out of the patient and there was no bleeding. Hemostasis was achieved with manual pressure which was done for less than 30 minutes.

Manufacturer narrative:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) would not deflate. There was no reported patient injury. The intended procedure was a right heart catheterization with venous access/closure. The device was pulled out of the patient and there was no bleeding. Hemostasis was achieved with manual pressure which was done for less than 30 minutes. A non-sterile 6f-7f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with stopcock open, the procedure sheath was on the outer cartridge tubing, fully retracted, and the advancer tube was observed to have been deployed on the catheter shaft, properly engaged to the distal tamp lock as received. Leak testing was performed on the balloon of the returned device. The results confirmed the user's complaint. The balloon of the returned device remained partially inflated when the inflation indicator was retracted during the investigation. Visual inspection at high magnification of the catheter hub assembly revealed the proximal end of the polyimide shaft was abutting the distal end of the plunger, which prohibited the balloon from deflating completely. By design, a gap between the proximal end of the polyimide shaft and the distal end of the plunger is needed to allow fluid/air to travel from syringe to balloon. If the proximal end of the polyimide shaft is pushed against the plunger, fluid will be trapped in the balloon, resulting in a balloon failure to deflate. A device history record (DHR) review of lot f1823301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon failure to deflate¿ was confirmed through analysis of the returned device. The exact cause of the issue experienced appears to be due to the proximal end of the polyimide shaft abutting the distal end of the plunger, preventing proper deflation. According to the mynxgrip IFU, which is not intended as a mitigation, users are instructed to inflate and deflate the balloon during preparation of the device. This allows the user to verify if the inflation indicator and balloon are functioning appropriately. The issue with the device appears to be related to the manufacturing process. Therefore, this event was referenced under an existing investigation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1823301 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.